Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump broke through the skin at the pump pocket site. There were no environmental/external/patient factors reported that may have led or contributed to the issue. The entire pump and catheter were going to be explanted on (B)(6) 2018. The hcp and the patient would discuss whether or not to replace the pump at a later date. The issue was not resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the device was explanted on (B)(6) 2018, which contradicts the previously reported information that the device was explanted on (B)(6) 2018. The customer discarded the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative. It was clarified that the pump was explanted on (B)(6) 2018. No further complications were reported.